Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he was treated by paramedics three times due to hypoglycemia. The customer's blood glucose readings for the events were 38, 36, and 26 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that he has lowered his basal rates. The customer also stated that he becomes more active as the weather gets warmer. Nothing further was reported.